Event description:
It was reported in the course of a anterior resection procedure using cs40g, an error occurred in the process of firing. When surgeon fired the trigger, the blade did not proceed, and staples also weren't fired. As an emergency measure, the surgeon detached it from the tissue. There were no reported adverse consequences for the patient so far.

Manufacturer narrative:
(B)(4). Batch # 371a20. (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received without staples, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.